Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received visual inspection revealed that the two implants were deployed. When test the functionality of the trigger, it felt a resistance. Due to the condition found; an x-ray image was taken in which was observed that the tip of the pusher rod was slightly deformed, this condition can cause that the spring when activated lightly touches the shaft; this condition generates a slight resistance when the trigger is pressed but it was possible to activate it. A manufacturing record evaluation was performed for the finished device lot number: 169l579, and no nonconformances were identified. According with the visual inspection and the functional test results, this complaint can be confirmed. Based on the condition of the device a root cause for the issue experience cannot be determined. A manufacturing investigation was performed; as a result, there are different procedures to inspect the condition of the internal components during the process of truespan: 103197454 visual standards for truespan assembly process, inspect the internal product inspection controls. Production control is 100% reviewed according to procedure 103249724 rev4, control of the implants at the time of their placement, in this section there are 3 main control points to inspect, the condition of the implants, locking screw and shaft. For the implant to come out, you must touch the trigger. According to the procedure 103197459, once the devices is put in the tray the trigger is protected and cannot be triggered; only if the device is manipulated. In procedure 103197457 the internal components are inspected (verification of the rod above the needle.) In addition, a functional test of the gun is carried out, to review the trigger and the rod mechanism, according to the process of 103197458 at all steps of the truespan process it is possible to verify the condition of the rod. Based on the manufacturing investigation and the x-ray results, the possible root cause could be related to mishandling. Effect of having a lost implant upon code 228162 has been evaluated in the wi-6474 rev y by combining probity and severity levels. The analysis showed that the production controls implemented guarantee 100% detection of this type of problem if it was generated in neuchâtel; this test guarantees the applier has been properly assembled and is functional. The trigger appears to be in its fully retracted position which means that the trigger was activated. The possible root cause can be attributed such handling of the device or product interaction before procedure; the red trigger was unintentionally activated while the device was unpackaged. Based on the above, it is confirmed that the manufacturing process was performed in accordance with the validated processes. The root cause is not related to manufacturing. As per IFU 113244, at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). E3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 1 of 2 for (B)(4). It was reported by the sales rep in switzerland that during a meniscal repair procedure on (B)(6) 2023, two truespan meniscal repair system plga 24 degree devices were used. According to the report, both devices lost the implants before manipulating the red trigger while inserting it in the joint. It was unknown how the procedure was completed with a delay of five minutes. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.